Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting adequate stimulation from the spinal cord stimulator. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.